Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide and perclose at device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, "no needles were connected on the link of the proglide device." A perclose at device was then used with the same results hemostasis was achieved with an angioseal. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Proglide part #12673-05, lot #64218-6h, is being filed under medwatch MFR #2953114-2008-01670. The device was received investigation is not complete.